Manufacturer narrative:
The suspect device was returned to olympus and evaluated. The reported problem was confirmed. The evaluation found the image disappeared. In addition, the cable was noted damaged and leaking due to physical/chemical stress. The investigation is ongoing and the definitive root cause of the reported event cannot be determined at this time. If additional information becomes available, this report will be supplemented accordingly.

Event description:
A user facility reported to olympus that no image was present. The problem was identified during preparation for use. There was no patient injury, associated with the problem, reported to olympus.

Manufacturer narrative:
This supplemental report is submitted to provide a correction to field d9.

Manufacturer narrative:
This report is being supplemented to provide additional information based on the legal manufacturer's final investigation. A review of the device history record found no deviations that could have caused or contributed to the reported issue. Based on the results of the investigation, it is likely that that the phenomenon was due to cable unit damage and leak. The root cause could not be determined. In addition, it was also found that the connection line is defective and cut in. Olympus will continue to monitor field performance for this device.